Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. During hospitalization pd therapy was discontinued and the patient underwent hemodialysis. It was not reported if the patient was treated for the peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was treated with unspecified antifungal medications. It was reported that the patient¿s catheter was removed and the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.